Event description:
It was reported that a patient with an implantable neurostimulator (ins) experienced a bad fall. Following the fall, the patient reported a loss of spinal cord stimulator sensation on the left side and received programmer messages that prevented an increase in stimulation. Upon evaluation, minimal spinal cord stimulator coverage was noted on the left side after reprogramming, while good coverage persisted on the right side. An impedance check revealed that electrodes 2, 3, 4, 5, and 6 were out of range. It was reported that the cause of the issue was the patient's fall. Reprogramming was performed as a troubleshooting step, and the patient was advised to try the new programming and report back to the healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.